Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 7/22/2021, on (B)(6) 2015, mesh exposure to the right of midline. Excision of midurethral sling under general anesthesia. The patient's legal representative stated in a correspondence to coloplast that the patient was implanted with coloplast supris mesh leading to pain. No other adverse patient effects were reported.